Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that on (B)(6)2019, the navigation system camera cart was showing the following message: alert you have been disconnected. The camera cart monitors then became unresponsive when attempted to hit ok on the message. The message did not show on the main cart. The camera cart was disconnected and not used in the procedure. No delay to case. There was no reported impact to patient outcome. No additional information was provided. The medtronic representative reported that the cart-to-cart cable has a minor cut through the grey sheath.